Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the rubber stopper caused a jam to open drawer. The field service engineer cleared jam to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer 3.2 did not open all the way. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.